Manufacturer narrative:
Philips service replaced the fru sib box unit 4598 000 0285x and rebooted the system, but the injector issue remained unresolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an injector safety error prevented fluoroscopy on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.